Event description:
It was reported the powerseal energy device was working but then the machine had warning signs of 'incomplete cycle'. The machine was working fine one minute, then the warning came on the generator. The issue occurred during a diagnostic laparoscopic hysterectomy procedure. The patient¿s anesthesia or sedation extended about 15 minutes. There were no reports of patient harm and the procedure was completed with another device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal energy device was working but then the machine had warning signs of 'incomplete cycle'. The machine was working fine one minute, then the warning came on the generator. The issue occurred during a diagnostic laparoscopic hysterectomy procedure. The patient¿s anesthesia or sedation extended about 15 minutes. There were no reports of patient harm and the procedure was completed with another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, d9, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal energy device was working but then the machine had warning signs of 'incomplete cycle'. The machine was working fine one minute, then the warning came on the generator. The issue occurred during a diagnostic laparoscopic hysterectomy procedure. The patient¿s anesthesia or sedation extended about 15 minutes. There were no reports of patient harm and the procedure was completed with another device.